Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31146337) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure on (B)(6) 2025 to treat a fistula, the wire on the 5mm x 10cm cerepak freeform xsft (xcr120510 / 31146337) snapped while the device was being fed into the microcatheter. No fragment was generated. It was reported that the procedure was successfully completed without any delay and without any negative impact to the patient. On 11-jun-2025, additional information was received. Per the information, the location of the fistula target by the procedure was a cavernous fistula. The information indicated that there was ¿no attempt made to detach [the coil]. When feeding coil into the microcatheter, the tech stated he broke the wire at the manual break site.¿ the microcatheter used was a headway® duo microcatheter (terumo neuro). The coil was replaced with another 5mm x 10cm cerepak freeform xsft (xcr120510).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 10cm cerepak freeform xsft was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description, the manual break was activated. The embolic coil remained attached to the delivery system. No appearance of damages was observed. Microscopic inspection was performed on the embolic coil. Multiple kinks were found. No damages were noted at the proximal key. No unintentional weld was noted on the loop-hole. The issue reported regarding the manual break prematurely breaking was confirmed based on the findings mentioned above. It is suggested that excessive force could have been inadvertently applied while advancing the embolic coil resulting in breaking the manual break prematurely; however, this remains speculative. According to risk documentation, an accidental mechanical product damage is a potential failure mode that can potentially degrade the device's performance. There is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. The kinks on the embolic coil were not originally reported, and the exact time of occurrence cannot be determined; therefore, these are not considered related to the issue reported. A review of manufacturing documentation associated with this lot: (31146337) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. In addition, devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following caution: do not apply a tortuous bent to the area of the manual break markers. This will cause the delivery system to break. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.